Event description:
A customer reported a heat and electrical issue with their pump, noting that it overheated and became hot to touch while using charging supplies that were not recommended by tandem. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the pump, provided goodwill charging supplies, and instructed the customer on how to return the malfunctioning pump. The customer was advised to use multiple daily injections as a backup therapy to maintain insulin delivery.